Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Wife states for 1.5 yrs end user has had a fine rash all over body. Initially started as redness under wafer and now is a full body rash. Has been seen by a doctor and they are trying to determine what rash is from. Unsure if from wafer or something else. Does not complain of itching changes wafer once per week; no leaking of wafer noted.